Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that the procedure was to treat the left circumflex coronary artery with moderate calcification and 90% stenosis. The 3.25x20 mm nc trek balloon dilatation catheter (bdc) could not cross the lesion and the shaft separated distally into the guiding catheter. The entire system was removed to remove the separated piece and the procedure was completed with a new nc trek balloon. There were no adverse patient effects and there was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint history identified no other similar complaints from this lot. Based on the information received, the investigation determined that the reported complaints appear to be related to operational context. There was no damage noted to the balloon dilatation catheter (bdc) during the inspection prior to use which suggests a product quality issue did not contribute to the reported difficulties. In this case, it was reported by the account that the balloon dilatation catheter (bdc) interacted with the moderately calcified anatomy resulting in the failure to advance. Upon further manipulation during attempts to advance the device, the device likely kinked and subsequently separated. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.